Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down and ok buttons were intermittently unresponsive. The reporter stated that keypad symbols were worn. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 11/16/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing all the buttons had normal response without delay. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.